Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the target location as it was released from the first tab of the delivery catheter system (dcs) and was left implanted in the ascending aorta. The patient decompensated and cardiopulmonary bypass (cpb) was initiated. A second transcatheter bioprosthetic valve was successfully implanted and cpb was discontinued. No adverse patient effects were reported.

Manufacturer narrative:
The patient's weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be per formed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.